Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported under infusion which was not reproduced. The device was tested for flow accuracy at rates of 40ml/hr and 125ml/hr with accuracy error percentages of 0.163% and -0.722% which are within +/-5% specification. A review of the event history log could not confirm any under infusion issues having occurred. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.